Manufacturer narrative:
One 2.0 minitac ti w/needles was returned for evaluation. Visual assessment of the device showed the anchor remains on the inserter. The needles and approximately 1.25 inches of suture attached were returned. The suture appears to have been cut. As reported the device was being utilized in a maxillofacial repair surgery which is considered an off label use. Per the device instructions for use ¿surgical procedure other than those listed on instructions for use are contraindicated¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a maxillofacial repair surgery, after the device was implanted, the suture broke. The procedure was completed with a back up device with no significant delay or patient injury reported.